Manufacturer narrative:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 66 mm diameter abdominal aortic aneurysm, heli-fx endoanchors were also implanted on the same date. It was reported an aortic cuff was implanted as a proximal extension along with other non medtronic stents during the re-intervention procedure on (B)(6) 2019. The site has assessed the event as unlikely related to the re-intervention procedure, probably related to the stent graft. The sponsor has assessed the vent as having a causal relationship to the study procedure and not related to the device. It was reported on (B)(6) 2020, the persisting type ia endoleak was observed with aneurysm expansion. The event is reported to be continuing without treatment. Investigator assessed the event as related to aortic aneurysm treated by endoanchors. No cause of the event was reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: an unknown re-intervention procedure was carried out one month post the index procedure. The investigator has assessed the event to be related to the endograft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted for the treatment of a type ia endoleak in an endurant stent graft system. A chimney procedure using non mdt stents was also performed. It was reported after 10 endoanchors were implanted the endoleak did not resolve. Further molding of the stent was performed however the endoleak persisted. It was also reported the patient had symptoms of ongoing back pain. No additional clinical sequelae were reported and the patient will be monitored.